Event description:
Patients generator and lead were explanted. The explanted products have not been received by the manufacturer to date.

Event description:
It was reported that the patient felt their vns device shifted. The patient noted that she had a bigger pocket and a smaller pocket in her chest after she had vns placed, and feels that the generator shifted in the pocket. The patient noted that after the vns shifted, they felt stronger stimulations and at times is not able to talk with the strong stimulation. Patients device was interrogated, high lead impedance was seen and settings were adjusted. The physician does not know the cause of the migration as the patient has not had any trauma. Patient was referred for surgery and was noted to be due to preclude serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.